Event description:
During an af procedure, after vascular access, the guidewire and dilator were removed, and air was aspirated. Intermittent air aspiration was observed through the hemostatic valve of the sheath. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported sheath.